Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had the motor arm cannot communicate with the main arm alarm and the critical block and inverse critical block did not add to zero alarm. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that before delivering bolus the insulin pump started alarming. The customer stated the active insulin got cleared. The customer was able to clear the alarm. They did not receive request to rewind the insulin pump. The insulin pump did not pass the self-test. The device will not be returned for analysis.